Event description:
Patient reported "pain in the breast area here and there since recently. The pain is not constant, it is just periodically". Later healthcare professional report "periodic breast pain" and "exchange from textured to smooth breast implant". Later patient reported "ruptured in an accident". This record is for the right side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain in the breast area here and there since recently. The pain is not constant, it is just periodically". Later healthcare professional report "periodic breast pain" and "exchange from textured to smooth breast implant". Later patient reported "ruptured in an accident". This record is for the right side. Device remains implanted and it is unknown if the device will be returned.